Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID available and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurrence of malfunction code, and was advised to continue using pump and call back if any malfunction code recurred, which customer acknowledged and understood.